Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse called requesting assistance in retrieving the customer's insulin pump settings as she was preparing the customer to be admitted in the hospital. Assisted the caller on getting the settings from the customer's device. No further information was provided.